Event description:
It was reported that the patient used meal announcements as a corrective action for high blood glucose rather than for carbohydrate intake and was unreceptive to education on correct meal announcement and high blood glucose protocols. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, no medical interventions beyond education, and no device alerts or alarms. Investigation included troubleshooting with the patient and provision of use education. Investigation of this case revealed user technique issues related to incorrect meal announcement behavior, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error.